Event description:
During an interventional procedure, the balloon did not inflate due to a leak. The product was used in the patient. There was no patient injury. No additional information was given.

Manufacturer narrative:
It was reported that during an interventional procedure the balloon did not inflate due to a leak. There was no patient injury. No lesion/vessel or procedural information was provided. The product was not returned for analysis. In this case there is not enough information to draw a conclusion between the device and the reported event.